Manufacturer narrative:
Additional information was received on 4/9/2025 and h11 is updated as: the manufacturer became aware of an allegation of rep dream station auto CPAP device. The patient alleges visualization of particles in the device. No medical intervention was required by the patient. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. After the second attempt to have the device and components evaluated, the customer responded but didn't answer whether the device will be available for evaluation. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section g and h is updated in this report.

Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP device. The patient alleges visualization of particles in the device. No medical intervention was required by the patient. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturers investigation is ongoing. A follow up report will be submitted when the manufacturers investigation is complete.